Manufacturer narrative:
D1 (brand name) has been updated. Ppae(stroke): the root cause of the injury was not determined due to insufficient clinical details.

Event description:
The 64 year old male with history of cardiomyopathy (cm) presented with acute on chronic decompensated heart failure (hf). On (B)(6), underwent implant of impella 5.5 via right axillary artery as a bridge-to-transplant (btt) vs bridge-to-left ventricular assist device (btlvad). On (B)(6), symptoms of stroke noted. On (B)(6), lvad implant with explant of impella 5.5 without incident.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.